Event description:
It was reported that the led alarm does not light up. No patient involvement reported.

Manufacturer narrative:
B3: date of event, d4: serial number, and h4: manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The electronic alarm did not sound. The root cause was a defective interface pcboard. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.